Event description:
It was reported "it is alleged by pts rep that as pt "hit a ball with his golf club, he felt an excruciating pain in his hip. It was determined by his doctor, through an x-ray, that the wire in his hip had broken."